Event description:
It was reported from direct mhra that in (B)(6)2023 a blood leak was noticed at the base of the filter late into the patient¿s continuous renal replacement therapy (crrt) and the patient was ¿washed back¿. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The healthcare professional confirmed that the machine did not alarm to indicate the leak. This is likely because only a small, unspecified, amount of blood leaked from the hole in the bloodline close to the connection point to the bags. The sample was reported to not be available for evaluation. There is no further information available.

Manufacturer narrative:
Correction provided in b5. Investigation: the complaint sample was not returned for evaluation. Batch production record controls resulted in conformity. Non-conformity was not observed during the manufacturing process. Complaint history review resulted in no other complaint reported for the possible batched provided. The reported event is addressed in the instructions for use and/or the label. There is no indication that the reported failure related to falsification. Retained samples were checked for component defect, assembly failure, conformity, and checked under air/liquid pressure for assembly failure and leakage. As a result of the examination, no failure detected on the retained samples. According to the complaint description, the possible reasons for the defect might be related to but not limited to component defect on tube, assembly failure, and user handling process. The cause of the defect could not be determined due to lack of original sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported from direct mhra that in (B)(6) or (B)(6) 2023 a blood leak was noticed at the base of the filter late into the patient¿s continuous renal replacement therapy (crrt) and the patient was ¿washed back¿. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The sample was reported to not be available for evaluation. There is no further information available.